Event description:
The customer contact reported a leak; subsequently, blood loss was noted. After an unspecified length of time in use, the customer noted blood was "oozing out" from the blood sampling port. The amount of blood loss was unspecified. The monitoring kit was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field. This report represents all the info known by the reporter upon query by hospira personnel.